Event description:
In 2008, the lay-user/reporter contacted lifescan alleging that a one touch ultra 2 meter would not turn on. The pt tests his blood glucose 3 times a day. He tests before breakfast, around noon, and also around 5:00- 6:00 pm. The pt takes sliding-scale "r-insulin" based on his meter readings. "N-insulin," and lantus insulin. The reporter indicated that the alleged meter issue started on four days earlier. The pt was able to test blood glucose with the meter on five days prior to original date, and a result of "269 mg/dl" was obtained. Since the pt was unable to test his blood glucose for a few days, the reporter explained that he was unable to take any sliding-scale "r-insulin." On an unspecified date/time after the alleged meter issue began, the pt reportedly developed symptoms of dizziness. The reporter took the pt to an emergency room (ER) on three days later, because of the symptoms and since he had been unable to test his blood glucose for about 3 days. Upon arriving in the ER, his blood glucose was tested on an ER/hospital meter and a result of "362 mg/dl" was obtained. At another unspecified time, the ER also obtained a blood glucose result of "382 mg/dl." The pt was treated with insulin (unk type/dosages) in the ER. He stayed in the ER for about 4-5 hours. The alleged meter issue was not resolved with troubleshooting. The meter and test strips were replaced. This complaint is being reported due to the following conclusion: the reporter claimed that the pt received insulin treatment in an ER after the alleged meter issue began. The reporter indicated that the pt was unable to test his blood glucose and take sliding-scale "r-insulin" during the time of concern.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and test strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.